Manufacturer narrative:
The other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: catheter. Product ID: 8731, serial# (B)(4), product type: catheter. Analysis of the pump (pli 10) found that there were no anomalies with the device. Analysis of the sc catheter (pli 20) found that there was a user related hole in the catheter body. Analysis of the catheter (pli 30) found that there were no significant anomalies with the device, it was noted that the catheter body was incorrectly assembled or sutured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted:(B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 20 00mcg/ml lioresal at a dose of 600mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that the patient's mother told the doctor that they thought something was wrong with the infusion system. The doctor reported this to the neurosurgeon and a full system replacement was scheduled for (B)(6) 2017. The doctor had a significant challenge confirming cerebrospinal fluid (csf) flow from the 16 t-gauge introducer needle due to blood flow. The surgeon went to great lengths to try and optimize the catheter placement. The surgeon used a second catheter because they were worried they may have damaged the other during the numerous attempts to guide the catheter. It was reported fluoroscopy guidance provided the surgeon with what they thought was proper positioning in the intrathecal space. However, subsequent csf flow after connecting both segments was minimal. It was reported the patient suffered from a previous brain injury. The mother of the patient reported suspected catheter issue beginning about a month ago. The patient was not getting normal efficacy and had a return of symptoms. The patient's status at the time of the report was "alive-with injury." It was unknown if the issue was resolved at the time of the report. The cause of the catheter issue was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on 2017-july-3. It was reported that the managing physician suspected a catheter issue. It was noted that a catheter issue was never confirmed. The surgery did not resolve the issue. The cause of the issue was unknown. (B)(4) 2017 (rep): the document contained no new information.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID 8731 lot# serial# (B)(4) implanted: explanted: product type catheter- the concomitant product information from the catheter (n002352702) was inadvertently left off of the previous report. If information is provided in the future, a supplemental report will be issued.

Event description:
2017-06-27 mpxr 436114, (hcp, rep): information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml lioresal at a dose of 600mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that the patient's mother told the doctor that they thought something was wrong with the infusion system. The doctor reported this to the neurosurgeon and a full system replacement was scheduled for (B)(6) 2017. The doctor had a significant challenge confirming cerebrospinal fluid (csf) flow from the 16 t-gauge introducer needle due to blood flow. The surgeon went to great lengths to try and optimize the catheter placement. The surgeon used a second catheter because they were worried they may have damaged the other during the numerous attempts to guide the catheter. It was reported fluoroscopy guidance provided the surgeon with what they thought was proper positioning in the intrathecal space. However, subsequent csf flow after connecting both segments was minimal. It was reported the patient suffered from a previous brain injury. The mother of the patient reported suspected catheter issue beginning about a month ago. The patient was not getting normal efficacy and had a return of symptoms. The patient's status at the time of the report was "alive-with injury." It was unknown if the issue was resolved at the time of the report. The cause of the catheter issue was unknown. No further complications were anticipated/reported. (B)(6) 2017 e1 (rep): additional information was reported by the company representative on 2017-july-3. It was reported that the managing physician suspected a catheter issue. It was noted that a catheter issue was never confirmed. The surgery did not resolve the issue. The cause of the issue was unknown. **see pe 701942460 ¿ 2nd revision; pe 701932548 surgery issue ** (B)(6) 2017 rp (rep): the document contained no new information.